Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the ventricular lead impedance had risen from 500 ohms to 2200 ohms. The device was programmed to aai mode, disabling the ventricular lead. It was also reported that the patient had a syncopal episode. The lead remains in the patient and was not replaced. No further patient complications have been reported as a result of this event.